Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's pump was not delivering insulin. It was reported that the customer could not provide further information on how pump is not delivering insulin and the customer did not remember any alarms. The customer's blood glucose level was reported to be 216mg/dl. Troubleshoot was reported to be conducted. It was reported that the alarm history had four no reservoir alarms. It was reported that the customer was advised on why pump did not deliver insulin. No further information provided.